Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The reported event of failure to capture was not confirmed. Analysis revealed the right ventricular set screw was heavily stripped and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.

Event description:
During implant procedure, the set screw of the right ventricular channel of the device was not able to be tightened. Additionally, loss of capture was noted on the device. The device was not implanted and a replacement device was successfully implanted to resolve this event. The patient was stable with no consequences.